Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted. The implanters stated that the tension test performed at the end of the procedure, confirming device stability, was not perfect. The patient remained hemodynamically stable throughout the procedure. After the surgery, the patient was admitted to the hospital. The patient then complained of palpitations, and an arrhythmia was noted on the monitor. The patient had an extrasystole and non-sustained ventricular tachycardia, and a transthoracic echocardiogram (tte) was performed. The occluder had embolized to the left ventricle. A snare was used to remove the device. It was noted at that time that the descending aorta and right semi-lunar cusp of the native aortic valve was torn. It was noted via transesophageal echocardiogram (tee) that the patient had aortic regurgitation. On (B)(6) 2023, a contrast enhanced computed tomography (CT) scan revealed a pseudoaneurysm of the right femoral artery. The patient status was discharged but is still undergoing treatment for after effects of the event. The implanters believed that the imperfect tension test contributed to the embolization. On (B)(6)2023, the patient underwent an aortic valve replacement due to torn native aortic valve. As of (B)(6)2023, the patient was in stable condition.

Manufacturer narrative:
An event of device embolism, palpitations and arrhythmia, as well as damage to the aortic valve was reported. The device was received for investigation, and two stabilization wires were noted to be slightly bent outward along the braid. As the device was retrieved into a catheter after the embolism, it could not be conclusively determined how or when the damage occurred. The damage to the aortic valve was reported to be due to the retrieval of the amulet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the device embolism could not be conclusively determined, however information from the field indicated it was thought that the tug test, to ensure the device was stable, was not perfect. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6) ((B)(6)). It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was successfully implanted. The implanters stated that the tension test performed at the end of the procedure, confirming device stability, was not perfect. The patient remained hemodynamically stable throughout the procedure. After the surgery, the patient was admitted to the hospital. The patient then complained of palpitations, and an arrhythmia was noted on the monitor. The patient had an extrasystole and non-sustained ventricular tachycardia, and a transthoracic echocardiogram (tte) was performed. The occluder had embolized to the left ventricle. A snare was used to remove the device. It was noted at that time that the descending aorta and right semi-lunar cusp of the native aortic valve was torn. It was noted via transesophageal echocardiogram, that the patient had aortic regurgitation. On (B)(6)2023, a contrast enhanced computed tomography scan revealed a pseudoaneurysm of the right femoral artery. The patient status was discharged but is still undergoing treatment for after effects of the event. The implanters believed that the imperfect tension test contributed to the embolization.

Manufacturer narrative:
An event of device embolism, palpitations and arrhythmia, as well as damage to the aortic valve was reported. The device was received for investigation, and two stabilization wires were noted to be slightly bent outward along the braid. As the device was retrieved into a catheter after the embolism, it could not be conclusively determined how or when the damage occurred. The damage to the mitral valve was reported to be due to the retrieval of the amulet. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the device embolism could not be conclusively determined, however information from the field indicated it was thought that the tug test, to ensure the device was stable, was not perfect. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 medical device problem code: code 2017 removed.